Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Low shock impedence with possible output circuit damage was noted. At least one unsuccessful shock was reported. Lead insulation anomaly suspected. Lead was replaced.